Event description:
Dealer is stating that the right side of the marnier chair is stripped where the fork screws into the frame of the chair, on the frame side. We do no have parts for frame, will have to swap the entire chair.